Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test before use, a popping sound was heard when distilled water was injected in the foley catheter, and distilled water flowed into the drainage lumen and connecting tubing.

Event description:
It was reported that during the pre-test before use, a popping sound was heard when distilled water was injected in the foley catheter, and distilled water flowed into the drainage lumen and connecting tubing.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used two-way foley catheter with syringe. Verified material number for catheter 2758j12 and manufacturing lot number ngjs1021. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter immediately leak at the bifurcation and solution traveled into the drainage lumen. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.